Manufacturer narrative:
Na

Event description:
It was reported that the nurse call alar port is not activating when the ventilator alarms. It is unk if the ventilator was connected to a pt when the reported problem occurred.